Event description:
The customer reported that the device failed to power up, which could prevent the delivery of therapy. The philips response center staff recommended replacing the power supply control pca.

Manufacturer narrative:
The customer has not called back regarding this device. We are considering this a malfunction. We cannot determine the cause, since the repair data was not provided. (B) (4).